Event description:
Device #1 malfunction: suture break. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician attempted arteriotomy closure of an unspecified vessel using the perclose proglide device after an interventional procedure. Reportedly, when the needle plunger was retracted to harvest the suture, the suture broke. The device was removed and a second proglide was used with the same results. Manual compression was applied to achieve hemostasis. There were no reported patient adverse effects. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. Device #2 starclose se, part# 12337-05, lot# 75035-6h, is being filed under a separate medwatch MFR number.